Event description:
Pt was implanted nearly 1 year ago with good results. Hcp stated this pt is a "poster child" for interstim. In the cincinnati airport, the pt went through the security checkpoint and the alarm went off. Once they used the "big yellow" wand on the pts backside, the wand caused jolting and pt's symptoms returned immediately. They haven't been able to reprogram pt successfully since this incidence. Called hcp back for more info, including pt name, serial #, and airport security telephone number to f/u further.